Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. (B)(6) 180-01-56 - nv crown cup clstr hole 56mm group 3.

Event description:
It was reported that this 59 y/o male patient's left hip was revised approximately 5 years post op. The patient returned to surgeons office complaining of pain, swelling, and dissatisfaction with their left primary total hip. The poly and a recalled implant were in question and shown to be worn on x-ray. The patient underwent an acetabular poly implant and a femoral head swap. Patient was last known to be in stable condition following the event. Product not returning: implants are sent to the lab and legal.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.